Event description:
It was reported that a pump alarmed constantly for air in line, when no air was present. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed the device to falsely alarm for air in line. This was caused by the upstream sensor values being below specification. Further eval found the solder pad lifted from the surface. The failed upstream sensor was replaced.